Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been experiencing some movement from the ins and discomfort from the ins. Surgical intervention took place on (B)(6) 2019. The surgeon opened the pocket to reposition and suture down the ins to prevent movement. Issue was resolved. No further complications were reported or anticipated.